Manufacturer narrative:
Device evaluated by MFR: returned product consisted of angiojet spiroflex thrombectomy with no other devices. The pump, shaft, and tip were microscopically and visually examined it was observed that the piston was punctured through the boot as received and that there was a kink in the supply line 97cm from the bubble trap. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during thrombectomy. A spiroflex® angiojet® thrombectomy set catheter was selected for a thrombectomy procedure. After a couple of rounds of thrombectomy were performed, the system kept giving a "check saline" error message. The system was reset multiple times; however the same error displayed. The system was shut down completely and turned back on for another attempt at thrombectomy and it worked. Upon removal of the device, it was noticed that there was a pulling of water, or saline in the cavity, next to the pump in the drawer. The procedure was completed using this device. No complications were reported and the patient's status was fine.